Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in his right eye. Pre and post op best spectacle corrected visual acuity (bscvas) are 20/20 and 20/25+2 (at 1 week post op) respectively. It was reported to abbott medical optics on (B)(6) 2014 that flap was lifted on (B)(6) 2013.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age of patient was not verified and submitted incorrectly in the follow up #1 submission. In addition to the initially reported other serious (important medical events), required intervention to prevent permanent impairment/damage (devices) box is also being checked. Date of the report. (B)(4) 2013. \was not completed on the initial MDR. It is now checked yes. Placeholder.